Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right hip was revised after patient complaint of pain. X-ray showed that the nail was broken. The nail, lag screw and distal screw were revised to a total hip arthroplasty. Rep will be providing a patient packet with some additional information and reported that additional x-rays, medical records, and further information is not available due to hospital policy.